Manufacturer narrative:
The baxter technical support found the universal slingbar needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on their device. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. A replacement universal slingbar was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a broken slingbar hook were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report that likorall 250 s, natural, irc had broken slingbar hook. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.